Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was could not use their programmer unit (could not communicate with the device) and an error code of 505 was observed on the unit 2 weeks prior to report. It was noted that "all was ok" and the battery was not dead. Information received on june 10, 2015 reported that the nurse was going to interrogate the patient's implantable neurostimulator (ins) with the clinician programmer unit and check the patient's programmer at the clinic. At that time they will determine whether or not to return the programmer. Follow up information reported that the patient was seen on (B)(6) 2015 where it was determined, using the clinician programmer, that the ins was switched off and the previous setting lost. The ins was turned back on and was set to the electrode configuration they had been on previously. Impedance measurements were fine. It was noted that prior to the event issue the patient had a colonoscopy and that the ins was not shut off for the procedure. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.